Manufacturer narrative:
Based on the claim against the product by the customer noting damage and a fragment fall, an investigation was conducted to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned for failure analysis investigations, but it had not been received as of the date of this report to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. This is considered a reportable event due to the following: the tip part of the monopolar curved scissors (mcs) instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the connector part of the monopolar curved scissors (mcs) instrument was damaged, and the tip was detached after the mcs instrument was removed from the arm. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip accessory were inspected prior to use with no abnormality. The customer confirmed that upon removing, the instrument broke and the fragments fell into the patient. All the fragments were retrieved during the same procedure. Post-operative tests were not performed. There were no holes/tears/missing material proximal to the tip blades. The customer used a reducer and confirmed no arcing was observed. The surgeon did not find any difficulty in removing the instrument and did not notice any issues with the functionality of the instrument. The mcs instrument did not collide with any other instruments. The instrument wrist was not straightened upon removal.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) instrument was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a broken tube adapter at the distal end upon visual inspection. The broken piece was returned and measured approximately 0.104" x 0.073" in size. No material appears to be missing. Root cause of this failure is attributed to mishandling/ misuse. The complaint regarding damaged instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Visual inspection was performed on the mcs tip accessory, and it was found to have cracked retaining bayonets. No material appears to be missing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the monopolar curved scissors (mcs) was damaged, an investigation was completed to determine the cause of this reported event. The mcs tip was further evaluated by advanced failure analysis and the initial failure analysis were confirmed. The accessory's retaining cover exhibited damage. This damage was observed during accessory installation when the retaining tip cover was pushed over the instrument tube adapter without being correctly aligned or if twisted before it is fully seated. If the retaining cover is incorrectly aligned and the bayonet does not enter through the retaining channel on the instrument tube adapter, the bayonets in the retaining cover can be forced outwards and result in the damage observed in the provided picture. Proper alignment is achieved by lining up the white stripe on the instrument with the black stripe on the cover. Another potential cause could be if the retaining tip cover is rotated to lock onto the instrument before the cover is fully seated downwards. This can cause the cover¿s internal bayonets to protrude since they are forced outwards. A potential cause is if the instrument sheath is not fully installed and interferes with the tip cover. There does not appear to be any missing pieces from the accessory.